Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphedema. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "retaining water in their chest which wraps around where implants are and then goes around to their back and then down arms and they must wear the sleeves," "tenderness," and "scars from where they did the surgery feel tight." Patient additionally reported "fatigued, has neuropathy in their feet"; which are not device related. Device remains implanted. This record is for the left side.